Event description:
Reportedly, the plastic sleeve which protects the patient during laparoscopic procedures. During retrieval of the pouch, the plastic sleeve detached and had to be retrieved from the patient's abdomen. Procedure: unk patient sex: unk